Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 07/17/2018 stating that on (B)(6) 2018, the lead safety switch on the atrial lead triggered due to impedance measurement greater than 2000 ohms. It was also noted that on (B)(6) 2018, another lead safety switch occured due to the same reason. The following physician was dr. (B)(6) at (B)(6) medical group in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).